Manufacturer narrative:
Unit passed displacement, and self test. No hardware low level failure alarm was noted during testing; however, hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an audio issue and hardware low level failure alarm. Customer adjust the audio volume to 5, press save, and listen for the beep. Customer reported that they did hear the difference between the audio volumes 1 and 5. Troubleshooting was declined for the audio issue. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.